Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted. Complaint conclusion: as reported via the excellent study, an obese (bmi 43 kg/m2) (B)(6)-year-old female (subject (B)(6)) with new onset atrial fibrillation was admitted to the hospital on (B)(6) 2020 and initially found to have left middle cerebral artery (mca) (m1 segment) occlusion with nihss score of 2. The patient was later transferred to another facility where she developed significant aphasia with right upper extremity weakness (nihss score of 10 and mrs score of 2). Repeat computed tomography angiography (cta) showed complete occlusion of the proximal m1 segment (mtici score of 0) and favorable perfusion pattern. The patient subsequently underwent a mechanical thrombectomy using a 5x33 embotrap ii (et009533/19f009av) device on (B)(6) 2020. Intravenous tissue plasminogen activator (tpa) was not administered at the time of presentation. The suspected origin of embolism was cardioembolic. The first pass with the embotrap with manual aspiration at the left m1 (2 min incubation) resulted in a mtici score of 0 with no significant clot retrieval. A second pass with the same setup was performed, but this time the headway 21 microcatheter was advanced into the anterior division mca with a 0.035¿ tad wire. The same embotrap was again deployed across the occlusion. Follow-up angiography showed good positioning of the device with flow through the m1. Mild vasospasm was noted in the m2 segment. 2.5mg of intraarterial verapamil was administered via the guide catheter. After 3.5 minutes, the 9f merci balloon was inflated, and aspiration was performed as the embotrap was removed. A small amount of clot was seen on the device, but no significant recanalization was achieved on follow-up angiography. The same microcatheter was then used to select the m2 to m3 region of the anterior division. This time a 4x40 solitaire (medtronic) stent retriever was used due to vessel size. No significant clot was seen on the stent retriever, but clot was seen in the aspirate. Follow-up angiography showed recanalization of the m1 and the majority of the middle cerebral territory (mtici score of 2c); however, a small distal brand embolus was seen in the anterior temporal branch extending back to the parietal region. A 3x20 trevo (stryker) stent retriever was deployed, but no significant clot was retrieved. Follow-up angiography showed persistent occlusion fairly distally and therefore no further attempts were made. Overall mtici score 2c flow was achieved on final angiography. Collateral into the distal territory was seen later on vertebral injection from the posterior cerebral artery. The patient reportedly tolerated the procedure well and was transferred to the neuro intensive care unit in stable neurologic and hemodynamic condition. The patient was improving neurologically with improved speech and right upper extremity strength. There were no reported study device deficiencies. 24-hour post-procedure nihss score was 2. The patient was discharged home with self-care on (B)(6) 2020. On 24-jan-2020, updated information was received that the ae vasospasm was deleted from the clinical database. Follow-up with the clinical study contact confirmed that the ae was inactivated because it was not considered serious and therefore did not meet protocol reporting requirements. Additional information provided by the pi on 05-feb-2020 indicated that the vasospasm was from the embotrap device (after first pass) and was treated with medication during the case. The device was not returned for analysis. A review of the manufacturing documentation associated with lot number 19f009av presented no issues during the manufacturing or inspection process that can be related to the reported event. Vessel spasm is a known potential procedural complication associated with the embotrap device and is listed in the instructions for use (IFU) as such. Vasospasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. The root cause of the event cannot be determined; however, clinical and procedural factors including vessel characteristics and device manipulation may have contributed. The file will be re-reviewed if additional information is provided at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the excellent study, an obese (bmi 43 kg/m2) (B)(6)-year-old female (subject (B)(6)) with new onset atrial fibrillation was admitted to the hospital on (B)(6) 2020 and initially found to have left middle cerebral artery (mca) (m1 segment) occlusion with nihss score of 2. The patient was later transferred to another facility where she developed significant aphasia with right upper extremity weakness (nihss score of 10 and mrs score of 2). Repeat computed tomography angiography (cta) showed complete occlusion of the proximal m1 segment (mtici score of 0) and favorable perfusion pattern. The patient subsequently underwent a mechanical thrombectomy using a 5x33 embotrap ii (et009533/19f009av) device on (B)(6) 2020. Intravenous tissue plasminogen activator (tpa) was not administered at the time of presentation. The suspected origin of embolism was cardioembolic. The first pass with the embotrap with manual aspiration at the left m1 (2 min incubation) resulted in a mtici score of 0 with no significant clot retrieval. A second pass with the same setup was performed, but this time the headway 21 microcatheter was advanced into the anterior division mca with a 0.035¿ tad wire. The same embotrap was again deployed across the occlusion. Follow-up angiography showed good positioning of the device with flow through the m1. Mild vasospasm was noted in the m2 segment. 2.5mg of intraarterial verapamil was administered via the guide catheter. After 3.5 minutes, the 9f merci balloon was inflated, and aspiration was performed as the embotrap was removed. A small amount of clot was seen on the device, but no significant recanalization was achieved on follow-up angiography. The same microcatheter was then used to select the m2 to m3 region of the anterior division. This time a 4x40 solitaire (medtronic) stent retriever was used due to vessel size. No significant clot was seen on the stent retriever, but clot was seen in the aspirate. Follow-up angiography showed recanalization of the m1 and the majority of the middle cerebral territory (mtici score of 2c); however, a small distal brand embolus was seen in the anterior temporal branch extending back to the parietal region. A 3x20 trevo (stryker) stent retriever was deployed, but no significant clot was retrieved. Follow-up angiography showed persistent occlusion fairly distally and therefore no further attempts were made. Overall mtici score 2c flow was achieved on final angiography. Collateral into the distal territory was seen later on vertebral injection from the posterior cerebral artery. The patient reportedly tolerated the procedure well and was transferred to the neuro intensive care unit in stable neurologic and hemodynamic condition. The patient was improving neurologically with improved speech and right upper extremity strength. There were no reported study device deficiencies. 24-hour post-procedure nihss score was 2. The patient was discharged home with self-care on (B)(6) 2020. On 24-jan-2020, updated information was received that the ae vasospasm was deleted from the clinical database. Follow-up with the clinical study contact confirmed that the ae was inactivated because it was not considered serious and therefore did not meet protocol reporting requirements. Additional information provided by the pi on 05-feb-2020 indicated that the vasospasm was from the embotrap device (after first pass) and was treated with medication during the case.